Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and foot infection. The customer reported blood glucose value of 570 mg/dl. The customer was hospitalized and treated with intravenous insulin infusion and manual injection. The customer also experienced symptoms of tired/weak. The event involved product(s) mmt-7040a, unomedical, mmt-332a, mmt-1884. Troubleshooting was partially performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, unomedical, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 12-sep-2025 (primary svn (B)(4)) and (B)(6) 2025 (related svn (B)(4)) listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4) and on the related svn (B)(4), perform the history review on (B)(6) 2025 to (B)(6) 2025 in the pump history file and found 1 sensor error alert on (B)(6) 2025, 2 lost sensor alerts on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 2 battoutlimit (6) alarms on (B)(6) 2025. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka or low bgs (hypoglycemia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.